Manufacturer narrative:
(B)(4). Only event year known: 2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: linx device explanted on (B)(6) 2020. Linx product code explanted: lxmc14. How severe was the dysphagia/odynophagia before intervention: moderate. Did the dysphagia improve after the device was implanted initially: patient did not have dysphagia prior to implant. Post implantation patient had 2 dilation procedures and 1 round of steroids to help alleviate dysphagia with no improvement thus leading to explant. Did the patient have an autoimmune disease: no. Allergies: amoxicillin. Male patient dob: (B)(6) 2000. Bmi: 23. Is the patient currently taking steroids / immunization drugs: no. On what date was the linx device implanted: (B)(6) 2019. Were there any intra-operative complications during implant: no. Was there any hiatal or crural repair done at the same time as the implant: yes small hiatal hernia repair completed at time of implant. Was the device found in the correct position/geometry at the time of removal: yes. Was a new linx placed after this one was removed: no. What is the current patient status: unknown. Is the device that was explanted available for return: no patient requested to keep implant. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient was having issues with post-operative dysphasia. The linx device has been scheduled for removal on (B)(6) 2020. There is no additional information.